Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(6) 2020 - MDR = yes. Serious injury. This device was explanted as it declared fc1003 indicative to voltage too low for remaining capacity. No additional adverse patient effects were reported.

Event description:
It was reported that this device was explanted as it declared fc1003 indicative to voltage too low for remaining capacity. Device was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component the high-voltage capacitors. In 2014, a new high-voltage capacitor design was implemented in the cognis, teligen, incepta, energen, punctua, and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design.